Manufacturer narrative:
The pacemaker was implanted for 68 months. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The clinical observation was confirmed the device was not interrogatable. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed with a magnet frequency of 80 ppm indicating the battery status "eri". There was no indication of a device malfunction regarding the anti-bradycardia therapy functionality. Next, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be almost depleted. Subsequently, at in vivo environmental condition the device was subjected to a power on reset. Afterwards the device was proved to be fully functional. Particularly an interrogation was properly feasible. The current consumption was as expected. During analysis the observed compromised interrogation functionality of the pacemaker was not reproducible. In summary, during analysis the clinical observation was confirmed. Despite of a thorough analysis the root cause for the clinical observation was not determinable. However, it is believed that external influences might have contributed to the clinical observation. It is therefore very much appreciated to receive the information whether the patient underwent any therapies.

Event description:
Ous MDR - during a 6 month check-up, no communication was possible with the device. Six months previous, the battery was at 2.76 v/ 1 kohm. 2y, 11 months. When placing the pgh (wand) on device, doo pacing, 81 ppm was noted. This device was programmed to vvi 45 ppm a few years ago and only function as a backup when needed.